Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending (mlad) artery with 90% stenosis, heavy calcification and no tortuosity. The 2.5x12mm trek rx balloon dilatation catheter (bdc) was soaked in saline and prepared (air aspiration) outside the anatomy prior to use. There was no resistance when the protective sheath was removed. The bdc had resistance with the anatomy during advancement and ruptured in the first inflation at 10 atmospheres (atms). There was no resistance during removal. A non-abbott balloon was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.